Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified below the knee artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, at second inflation, the balloon ruptured at 6atm within a few seconds. Furthermore, it was noted that the rupture was in pinhole form. The procedure was completed with another of the same device. No patient complications and the patient was good post procedure.